Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was above 300 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was able to rewind the insulin pump. Additionally, the customer mentioned that his blood glucose has been running between 300 mg/dl and 500 mg/dl. The customer mentioned that the insulin pump was alarming motor error and no delivery during these high blood glucose episodes. The customer treated with insulin pens. The insulin pump settings were programmed accurately. A high pressure test was declined. The customer was advised to change their entire infusion set, reservoir and insulin and treat per health care professional's instructions. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error alarm or excessive no delivery alarm during testing noted and the motor passed the motor test. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, cracked belt clip slot, minor scratched and cracked display window.